Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the high pressure test did not pass. Troubleshoot was performed. Customer stated the insulin pump passed self-test. Customer was able to deliver 3 units of insulin without any alarms. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit seated at the beginning of the displacement followed by an unexpected insulin flow block alarm, problem isolated to force sensor assembly. Unable to perform displacement test due to insulin flow block alarms. Unit received with peeling serial number label. Unit received with minor scratched display window, case and keypad overlay.